Event description:
Customer reported via phone call to have high blood glucose and was in diabetic ketoacidosis. Customer's basal rates were 175 % and treated high blood glucose with 5u of insulin and bolus. Customer went to the emergency room and it was discovered that customer had bronchitis and a urinary tract infection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.